Event description:
It was reported that plastic was found in the barrel of the bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the customer (animal clinic) reported about a plastic piece found in the barrel."

Manufacturer narrative:
The customer provided the lot number, and the first row tied to this MDR was updated as a concomitant product. Therefore, this MDR will be cancelled, and a new MDR will be submitted with the updated lot information.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that plastic was found in the barrel of the bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter, translated from japanese: "the customer (animal clinic) reported about a plastic piece found in the barrel."